Event description:
It was reported that both bolts that secure the lifting arms snapped simultaneously. The following relevant information was provided by an arjo huntleigh representative: both bolts were broken off and the lift arms were detached from the mast; it is unknown whether or not a patient was in the lift when the bolts broke; the lift arms were bent and replaced as well as the mast; the photos have not been taken.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found no trend and an (B)(4) of the issue. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use there is no trend observed for reportable complaints with this failure and the occurrence rate is low. We have not been able to find any contributing manufacturing anomalies. The sara 3000 is a mobile raising aid intended to be used for raising to a standing position and short transfer of resident. Each device is delivered with instructions for use which should be followed to provide safe operation for patient and caregiver as well. Moreover, the device has been designed, produced and certified to meet the requirements of standard: ul standard 2601-1 and certified to can/csa standard c22.2 no 601.1 -m90. Sara 3000 is equipped with safety feature: automatic cut out - for use when raising. Internal test has been performed in relation to events where lifting arms of a sara 3000 standing and raising aid have become bent and bolts were found to be broken. It showed that these kinds of events are caused by user error. In the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. Based on the collected information, we (arjohuntleigh) have been able to establish that the reason of the reported issue is the user continuously ignoring the fact that the lift arms are blocked by an obstruction and pressing the up-button responsible for raising the lifting arms up. Even with one bolt broken, the second bolt does not snap off when an occupant is put through a complete lifting cycle, but only gives in after again coming under extreme pressure due to an obstruction. So to have two bolts broken, the loudly snapping off of the first and the obviously bent lifting arms, would have been ignored. Therefore the exact root cause of the complaint was found to be a use error relating to the device's operating as the received information and our evaluation as described above are showing that if the instructions for use had been followed the breakage of any of the two lifting arm bolts have been avoided. The device was repaired by an arjohuntleigh representative at the customer site after having been found to be out to the specification (bent lifting arm, bent mast of the device). It is unknown if the involved lift was being used for patient handling at the time of the event. The complaint decided to be reportable in abundance of caution, based on the potential of patient injury if the incident would recur (both bolts snapped) when the patient would be on the lift. In ref #1419652-2014-00286.